Event description:
It was reported that they lost power on the arctic sun device s/n (B)(6), so they unplugged and re-plugged the device in and resumed therapy. Confirmed they were now plugged into a red wall outlet and the power cord was firmly seated. Checked event log. Alarm 45 (ac power lost) and alarm 64 (non-recoverable system error, control processor) present. If either alarm 45 or 64 continues to sound, send device to biomed. Otherwise, it was okay to continue therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The complete facility name is (B)(4). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complete initial reporter's facility name that was provided was (B)(6) ((B)(6) medical center). The reported event was inconclusive. The root cause could not be definitively identified. If either alarm 64 continues to sound, send device to biomed. Otherwise, it was okay to continue therapy. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they lost power on the arctic sun device s/n (B)(6), so they unplugged and re-plugged the device in and resumed therapy. Confirmed they were now plugged into a red wall outlet and the power cord was firmly seated. Checked event log. Alarm 45 (ac power lost) and alarm 64 (non-recoverable system error, control processor) present. If either alarm 45 or 64 continues to sound, send device to biomed. Otherwise, it was okay to continue therapy.